Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has an infection. Attempts were made to obtain additional information but were unsuccessful. There were no additional adverse patient effects reported. All available information indicates that the right ventricular (rv) lead remains in service.